Event description:
During a plif revision surgery per the pt's request, the driver tips bent. The surgeon had to cut the rods in order to remove the screws. The surgery was extended by mins.

Manufacturer narrative:
Investigation is pending.